Event description:
It was reported that the customer was hospitalized in (B)(6) 2013. Customer's blood glucose levels at the time of hospitalization 325mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous medication. The customer also mentioned that she had blood glucose levels of 48mg/dl and had passed out. The customer also mentioned no delivery alarms and auto off alarms. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.